Event description:
This report is based on information provided by philips remote service representative and has been investigated by the philips complaint handling team. Philips received a possible complaint on the heartstart xl+ defibrillator by requesting a technical visit. There was unknown patient involvement. A good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : no additional information was made available.